Event description:
This multi-trauma pt was in the critical care unit, on a ventilator. At approximately 0240 hours in 2003, the ventilator sounded an alarm and produced a message stating, "device alert". The healthcare staff responded without delay, and another ventilator was obtained momentarily. The pt's respiratory and medical status was not impacted by this event. The defective equipment was removed from service. Following an evaluation of the defective ventilator, the director of biomedical engineering was able to determine that a specific "board" was defective: cpu/gui/pcb --- central processing unit, graphical user interface, printed circuit board. The board was subsequently replaced, and the device was then returned to service.